Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay patient (the patient's daughter) contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verioflex meter displayed an error 4 message, which suggests a problem with the test strip. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged the error message first appeared at an unknown time on (B)(6) 2016. The patient manages her diabetes with insulin (self-adjuster). After finding that she was unable to obtain a result, the reporter indicated that the patient found old test strips from an unknown meter and used these to test her blood glucose levels for one week. She reported that these test strips had run out about a week prior to contacting lfs, and for the subsequent week, the patient was unable to test her blood glucose levels. During the period from (B)(6), the reporter claimed that the patient adjusted her medication and injected 16 units of insulin. She denied that the patient developed any symptoms as a result of the alleged issue and no additional treatment or medical intervention was specified. During troubleshooting, the csr noted that the patient had not been using the meter for the first time. The reporter described the correct testing steps. The csr confirmed that the patient's test strips were within expiry date and had been stored correctly and the test strip completely drew in the sample of blood. The csr walked the reporter through a retest issue but the issue remained unresolved; the reporter confirmed that sub code 2 was displayed above the error#. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, the patient did not suffer any signs or physical symptoms indicative of an acute complication of diabetes (i.e. Severe hypoglycemia or severe hyperglycemia), nor did she receive any medical intervention for any symptoms. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.